Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with insulin during the load process. The customer loaded a cartridge and was able to complete the load process. There was no impact to the customer's blood glucose level.